Manufacturer narrative:
As the product has not been returned for investigation and the serial number is not available, the complaint could not be evaluated. Device was not returned to manufacturer.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
On (B)(6) 2013, a company representative reported the patient experienced hypoglycemia while driving and was hospitalized. No further information was provided. Follow-up was completed with the patient on (B)(6) 2013. She had stopped at a red light on (B)(6) 2013, and by the time the light turned green, she had lost consciousness. She experienced no symptoms of hypoglycemia. Another driver called 911, and she was transferred to a hospital by ambulance. The hospital removed the infusion device and stabilized her blood glucose, and she was discharged on (B)(6) 2013. Her target blood glucose is 120-200 mg/dl, and she was advised to have her basal rates adjusted due to insulin sensitivity. No allegations were made against the infusion device or related products, and no products will be returned for evaluation.